Manufacturer narrative:
Date of event: used the first day of the month of aware date as there was no date provided. Device is a combination product.

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 2.25x28mm synergy ii drug eluting stent was advanced to treat the lesion. However, the stent was fractured upon entering the artery. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.